Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A customer reported that their pump had a failed air detector. Patient involvement unknown. Medication unknown. Infusion parameters unknown.